Event description:
It was reported that the customer experienced unexplained high blood glucose levels. The blood glucose reading at the time of the call was 263 mg/dl. The customer stated that he had treated with the insulin pump and declined troubleshooting. He mentioned that on one occasion, his blood glucose reading was between 380 to 420 mg/dl, but he did not recall a specific date. He also stated that the high blood glucose levels might have been related to stress. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.